Manufacturer narrative:
H6; code 400: damaged firing mechanism and bent wedge. Facility experienced an event with the endopath endoscopic vascular linear cutter while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971905-3. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, broken; cartridge condition, partially fired; cartridge return batch number, ej0099; instrument number; 481. Functional tests & results: condition of firing trigger lockout, condition of pionion gear, and condition of yoke, good; condition of shrort rack, broken. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During an unknown procedure, it was reported by the affiliate that the device did not work properly (cut or staple). There was no pt consequence.